Event description:
Attempted a synchronized cardioversion with appropriate steps and no response from the defibrillator. Different machine obtained and completed the synchronized cardioversion with same cables and disposables. Only difference was the defibrillator. FDA safety report ID #: (B)(4).